Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 95% stenosed target lesion was located in the moderately calcified and tortuous distal right coronary artery (rca). The lesion was predilated with a 2.0x20mm maverick2 balloon and then the 2.75x28mm taxus liberte drug eluting stent (des) was advanced to the target lesion. The physician attempted to insert the device three to four times but was unsuccessful and found that the surface of the stent was unsmooth due a stent strut that was lifted. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "stable".